Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under his front therapy electrode (te). It was reported that the irritation was the size of the front te pad and was not open. The patient consulted his physician who prescribed a cream. Follow-up indicated that the irritation was gone but left a mark on his body.